Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Reportedly, the customer administered a manual injection to address elevated bg level.